Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31438085l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cerebral infarction. There were symptoms of visual field loss in the upper right 1/4 of the left eye. When the patient had a magnetic resonance imaging (MRI) the next day of the procedure, a spot was found about 1 mm diameter in the left occipital lobe. It was determined that this was a cerebral infarction. The patient improved. The vision symptoms were not completely resolved, and visual field defects remain. Although, it is not noticed if the patient looks with both eyes. The patient required extended hospitalization by two days. No additional intervention was provided. The physician's opinions on the relationship between the event and the product is that air contamination might be the cause (air from the sheath). However, air contamination was not observed during the procedure. The patient was reported to have a medical history and medical treatment for hypertension. Patient has a chadsvasc score of 1. No medical history of cerebral infarction. Ablation locations include pulmonary vein isolation (pvi), 53 applications were done. No pre-thrombus check done. Activated clotting time (act) was over 400.